Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) balloon was not pumping. It is unknown under which circumstances the issue was discovered, however there was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to find any faults with the pump. That was due for preventive maintenance. This message shows up at 6 month intervals. This is not a defect in the pump. Pm was performed and pump was returned to use.

Event description:
N/a.